Event description:
It was reported that the patient felt stimulation on both sides of her vagina. It was noted that the patient sometimes thought the stimulation was on and sometimes thought it was off. It was reported that the stimulation was sometimes uncomfortable and ¿suddenly¿ painful. It was stated that it was getting to where ¿the machines¿ felt like they were right at the edge of both sides of the patient¿s vagina. It was noted that the implantable neurostimulator (ins) never provided relief from her urgency symptoms and it never worked for the patient from the start. It was reported that the patient did ¿wet¿ her pants once. It was noted that the patient felt ¿weak¿ and ¿sick¿ at the time of the call. It was reported that the patient was still wearing depends at night, but she used to have to wear them all the time since implant. It was noted that the patient never adjusted her stimulation. It was reported that the patient had pain whenever she opened her legs. It was noted that the patient was feeling stimulation from the ins on the right side on program 4 at 2.5 volts. It was reported that the patient increased stimulation to 4.0 volts and the stimulation was a ¿little bit too strong¿. It was noted that the stimulation moved ¿a hair¿ to the ¿lip of her vagina¿ when puton program 2 at 3.8 volts. It was reported that the patient was unable to communicate with the ins. It was noted that the stimulation was painful after the patient moved position after trouble shooting from the company representative. It was reported that the patient was no longer in pain and the stimulation was comfortable after adjusting the stimulation to 2.8 volts. It was noted that the patient was ¿exhausted¿ from the pain. It was reported that the ins was ¿just not working¿ and was ¿about ready to cry¿ from the adjustments. It was noted that the ins was implanted in 2006. It was reported that the one of the patient programmer¿s batteries were corroded and the patient had to ¿take¿ all the corrosion out. It was further reported that the patient was still having concerns regarding their device/therapy but was working with their doctor/company representative. It was noted that they had an appointment on (B)(6) 2013 and surgery would take place on (B)(6) 2013. It was later reported that the surgery didn't take place and it was cancelled.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3093-28, lot# v003112, implanted: (B)(6) 2006, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3093-33, lot# v158838, implanted: (B)(6) 2008, product type: lead; product ID 3031a, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3058, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. (B)(4).